Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged having black soot on her face and particles in airway from device. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged having black soot on her face and particles in airway from device. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection was completed by the manufacturer. The manufacturer found unknown dust contaminant inside the blower box where the filter is placed, a dark, discoloration on the top enclosure and front panel, unknown contaminant on the top enclosure, unknown dust contaminant to the front panel, a dark discoloration on the rear panel and the bottom enclosure. The manufacturer also observed an unknown dust contaminant on the blower seal and blower, evidence of liquid ingress with a contaminant consistent with mineral deposits on the blower and blower box, keratin-like substance on the blower box outlet and the blower seal. The device's downloaded event log was reviewed by the manufacturer and found no erros logged. The manufacturer concludes no evidence of sound abatement foam degradation/breakdown. The manufacturer also confirmed presence of dust contamination and evidence of iquid ingress consistent with mineral deposits on the blower and blower box. Section d9, g3, h6 has been updated / corrected.